Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly also, moisture damaged was found on the motor and vibrator during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a blank display and moisture exposure. The customer's blood glucose level was 172 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.